Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). They reported that a patient with a pacemaker and a medical history of spinal pain experienced sepsis with some sort of blood infection while implanted with the ins and lead. The patient was hospitalized and remained an inpatient, and antibiotics were administered. The surgeon did not feel that there was an infection involving the device. The areas of the device didn't appear to be infected but the ins and lead were removed at the request of an infectious disease physician. The issue was reported as resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 10-oct-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.